Event description:
Patient reported they were examined by their dentist for #8 that has tooth discoloration. Patient provided letter of recommendation from dentist that states, patient had pain/sensitivity on #8 a week prior, there is a pink discoloration on #8. Dentist discussed with patient that the tooth is necrotic. Recommended root canal treatment and internal bleaching. Advised patient to stop aligner treatment and referred for ortho consult.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.